Manufacturer narrative:
During evaluation of the returned device, it revealed that clips were not loaded properly. In co's lab, clips were loaded and the device fired satisfactorily.

Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not advance properly. The surgeon appplied another device to complete the procedure. The hosp has reported no pt injury occurred.